Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the backup battery. The battery was returned for evaluation. The service engineer evaluated the battery and found a loose wire connection and the reported complaint was confirmed.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during maintenance, a ventilator generated a backup battery error alarm. The device was working on the external battery but when the power pack battery was removed, the ventilator shut down. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.